Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced accidental dislodgement of the infusion set during use due to the tubing catching on an object or the pump falling. This led to hyperglycemia, which was managed through treatment with multiple daily injections (mdi) to address the elevated blood glucose resulting from the infusion set malfunction.